Event description:
A malfunction alarm was reported by the customer, specifically alarm 20, which occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in loading a new cartridge using the proper technique, allowing the customer to resume insulin therapy successfully.